Event description:
It was reported the pt experienced non-specific withdrawal symptoms. The pump was replaced to avoid in-vivo battery depletion. The catheter was replaced due to a kink and occlusion. The drug in the pump was lioresal at a concentration of 2000 mcg/ml at a dose of 200 mg/day. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.